Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's power management board needs to be replaced to address the issue.